Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. At the end of the procedure, they had trouble removing the catheter from the pt. Attempting to remove water from the anchoring balloon with a syringe did not work. When they looked at the balloon via ultrasound, it looked as if the anchoring balloon was still inflated. They added more water to the balloon and then cut one of the pieces off the end of the catheter. They inserted a guidewire into one of the catheter lumens and popped the balloon. They were then able to remove the catheter. There were no further complications, and the pt's condition was reported as fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.